Manufacturer narrative:
Device evaluation: one smiths medical single-lumen low profile portal was returned for analysis in used condition without its original packaging. Visual inspection showed numerous scratches on the surface of the insert and the housing bottom surface. Functional testing involved leak testing and showed the device was leaking from the insert. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing. The investigation determined a possible, but unconfirmed, source of the reported issue to be that it became damaged after leaving smiths medical. Based on evidence and investigation, the complaint allegation was confirmed; however, the problem source could not be identified. Additional reporter information: (B)(6). Report source: foreign country: (B)(6).

Event description:
Information was received indicating that a patient experienced extravasation during the use of a smiths medical single-lumen low profile portal. It was reported that an angiography with contrast medium was performed and that the catheter was subsequently replaced. Per reporter after its removal and on review, the portal was found to be leaking from the base of the catheter port. No additional adverse patient effects were reported.